Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 4/4 of their automated peritoneal dialysis therapy. The home pt reports using one pt extension line that they connected to the pt line of the homechoice set after completing the prime cycle. Baxter's technical svc ctr assisted the home pt in ending therapy. The home pt reports that they completed therapy with manual exchanges. No pt injury or medical intervention was associated with this incident, per the home pt.